Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of colon cancer, while preparing to use the device to detach the intestinal tissue, the device did not fire. The green button was pressed but the handle could not be squeezed. Another handle was used to complete the case. There was no patient injury.